Event description:
It was reported a spectrum pump had system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and replacement report will be submitted.